Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited fuzzy and staticky image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: fluid invasion inside the control body and scope connector unit and the c-board failed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.